Event description:
It was reported that the external pulse generator (epg) would not power on. The engineer found battery depletion. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4) this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not power on. The engineer found battery depletion. There was no patient involvement indicated.